Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead was found to have no capture. The observations were found to be due to an rv perforation, so the physician then elected to explant and replace the lead. The patient did experience shortness of breath, but there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.